Event description:
It was reported the patient¿s device ¿short circuited or something¿ and the lead was replaced at some point in (B)(6) 2011. It was stated the device ¿never really worked¿, and they hadn¿t experienced any therapeutic effect. It was reported that the trial had worked great, but that once the actual implant went in they hadn¿t had very ¿good luck¿ with it. Patient experienced pain when their device was on. Information was previously reported in manufacturer reports #6000153-2013-00048, #6000153-2013-00049, and #6000153-2013-00050 and #6000153-2013-00051. All additional information will be provided in this manufacturer report.

Manufacturer narrative:
Concomitant products: product ID 387345, lot# v576756, implanted: (B)(6) 2011, product type screening device; product ID 387445, lot# v771496, implanted: (B)(6) 2011, product type screening device; product ID 387345, lot# v576756, implanted: (B)(6) 2011, product type screening device; product ID 387345, lot# v523685, implanted: (B)(6) 2011, product type screening device. (B)(4).